Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an occlusion sensor error that would not clear. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "occlusion sensor error won't clear" was unable to be reproduced. The device was sent for upstream occlusion test with passing results and upstream fluid numbers were found to be in specification. Evaluation also sent device for downstream occlusion test for high, low and medium settings with passing results and evaluation found downstream current reading below specification. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The force sensor scale factor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.